Event description:
It was reported that after revision for small r waves, device consistently measures 'not taken' for vent egm amplitude. The lead remained in use for over 5 more years, then was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.